Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. It was not reported if the patient required hospitalization. The cause of the event was unknown. Treatment information was not reported and it was unknown if the patient was recovering from the suspected peritonitis. Action taken with dianeal and extraneal therapies were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.